Event description:
A physician reported a pt who was skin tested 20 may 1994 and had received multiple collagen treatments since that time. On 3 april 1997, the pt was treated in the upper and lower vermilion borders, oral commissures, and cheeks. On 4 april 1997, the pt reported that her upper vermilion border became swollen and inflammed. The physician believed that the pt has having a hypersensitivity to collagen, or the lidocaine in the product. The physician prescribed oral prednisone 20 mg qd for 7 days, which the physician states was effective in resolving the pt's symptoms. On 25 nov 1997, the pt was examined by the physician. At this visit, the pt stated that she had experienced periodic itching at the treatment sites over the past four months, (exact date of onset not known), which the physician believed was a hypersensitivity to collagen. No other medical intervention was planned or prescribed.